Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml gablofen at 700mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging scan. It was reported the motor stall was active. It was reported that the patient experienced withdrawal. The rep reported that the pump was replaced on 2018-mar-12. It was reported the pump will be sent back for analysis. No further complications were anticipated/reported.